Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 600 mg/dl. The customer treated with the insulin pump. The customer got the sensor signal not found alarm. Troubleshooting was declined for high blood glucose and performed for sensor signal not found. The insulin pump, transmitter will not be and the sensor will not be returned for analysis.